Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory. Analysis of returned product revealed that the device showed no evidence or defects that could have contributed to the reported event; consequently, not confirming the reported complaint.

Event description:
The intellanav stablepoint open-irrigated catheter was selected for use during the procedure to treat atrial fibrillation (a fib). It was reported that the catheter's irrigation flow was insufficient which caused the temperature to quickly rise during ablation. The device was replaced, and procedure was completed successfully without patient complications. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
The intellanav stablepoint open-irrigated catheter was selected for use during the procedure to treat atrial fibrillation (a fib). It was reported that the catheter's irrigation flow was insufficient which caused the temperature to quickly rise during ablation. The device was replaced, and procedure was completed successfully without patient complications. The device is expected to be returned for analysis.